Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Further one channel migrated post-operatively out of cochlea and was disabled. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
The school reported that the user lost his ability to hear ling sounds with the right sided device. The parents also noted that the user had not been responding as well as he typically had been. The user was re-implanted on the (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The school reported that the user lost his ability to hear ling sounds with the right sided device.

Event description:
The school reported that the user lost his ability to hear ling sounds with the right sided device. The parents also noted that the user had not been responding as well as he typically had been. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further one channel migrated post-operatively out of cochlea and was disabled. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.